Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received too low results with the aviva system. The customer alleged to have measured high blood glucose levels, higher than 400 mg/dl (device unknown) and with these complained aviva strips the result showed 100 mg/dl. No more details were provided regarding exact dates or time frames. On (B)(6) 2022 roche received a letter from a wholesaler, dated (B)(6) 2022, who reported that the customer has been hospitalized due to a severe ketoacidosis. The wholesaler stated that the customer's test strips have been measuring a too low blood glucose, always below 100 mg/dl. In the hospital the blood glucose values have been over 400 mg/dl. No comparison measurements were performed within the time span of 15 minutes.